Event description:
The hospital placed the oxygenator into their ecls circuit, primed it and let it run for five days with the heater set at 37 degrees. At the end of five days they were able to wiggle the arterial outlet off with minimal efforts. Additional info provided: they used a clear, primed ecls circuit which was approximately 35 days old. This ran for 100 hours (day 5) at 2.5 l/min with the arterial line pinched off, using a tubing clamp, to generate normal operating line pressures (250 mmhg) and the heater set at 37c. Arterial outlet connection was then tested and began to separate. No pt involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a follow-up report will be provided when new info is available. Items marked ni are unk to us at this time.